Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the lead exhibited an increase in pacing threshold. The pace/sense portion of the high voltage lead was replaced with a pace/sense lead. No patient complications have been reported as a result of this event.

Event description:
Customer reportedly received results of 429 mg/dl and 192 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.